Event description:
The manufacturer received information alleging a ventilator was alarming for high pressure and was failing to reset. The device was not in patient use. A third-party reloaded the software to address the issue.